Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [image distortion] was confirmed. According to henke: outer tube damaged, needle bent, distal tip has deposits, optical components broken lens. Probably root cause for this failure is: incorrectly assembled optical train. Damage to optical train. Debris in optical train. End of life wear-out. Shipping damage. Use error . The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image during procedure

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during procedure.